Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fbf instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, a fenestrated bipolar forceps (fbf) instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
Device evaluation: the fenestrated bipolar forceps (fbf) instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.